Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log confirmed the reported event of a transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
Com(B)(4).